Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a representative. The catheter revision was scheduled on 2018-jun-15. No further complication was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine(40mg/ml, 7.995 mg/day) via an implantable infusion pump for the treatment of spinal pain. The patient was also taking oral or intravenous(IV) bupivicaine(40mg/ml). It was reported that the patient felt he was going through withdrawal. The catheter would not aspirate after several attempts so there was no dye study performed. Environmental/external/patient factors that may have led or contributed to the issue was high concentration morphine and bupivacaine. The patient was scheduled for a catheter revision. The issue was not resolved and patient status was alive with no injury. No further complication was reported.